Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as surgical impact opening. Shell thickness within specification. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: observed stress marks on the device. Observed split in patch area (ss) due to assessed workmanship.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Healthcare professional additionally reported capsular contracture baker grade unknown. Patient undergone capsulectomy. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14/mar/2024.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Healthcare professional additionally reported capsular contracture baker grade unknown. Patient undergone capsulectomy. The device has been explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as surgical impact opening. Shell thickness within specification. Additional observations: observed stress marks on the device. Observed split in patch area (ss) due to assessed workmanship. A further investigation is request for the split in patch observed.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Device was explanted.

Manufacturer narrative:
Fi summary. The review of the documentation associated to the manufacturing process indicates that all devices with lot number 2791047 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split in patch area (ss), it is out of specification per qa 199.04. Also, the event of rupture was observed, however, the workmanship has not relation to reported complaint. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev. 6.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implant for the period of (B)(6) 2022 through (B)(6) 2024, were noted two outliers in (B)(6) 2022 and (B)(6) 2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, changed, and/or corrected data: h.6., h.11.